Event description:
The patient reported that the pink slide did not advance as expected during pod activation, indicating a potential needle mechanism failure. The patient¿s blood glucose levels were reported to be above 250 mg/dl at the time of the event; however, there was no medical intervention reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.